Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported "texture/capsular contracture - baker grade not specified" against right device. The device has been explanted.

Event description:
Healthcare professional reported left side "rupture/capsular contracture" baker grade unknown and "recalled implant." The device has been explanted.

Manufacturer narrative:
Clarification to h.6 type of investigation code: b12 trend analysis was reported previously in error.

Event description:
Healthcare professional reported left side "rupture/capsular contracture" baker grade unknown and "recalled implant.".